Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), aorta hugger, chordal rupture, a prolapsed posterior leaflet, and vessel tortuosity for a mitraclip procedure. All steps were followed as per instructions for use (IFU). It was noted that the clip had opened approximately 15% post deployment of the first xtw clip. The clip was initially closed to 5 degrees and was visualized to open to 20 degrees. The mr through the clip had increased, but was still deemed mild-moderate. Leaflet insertion was still deemed to be satisfactory. The clip was stable on the echocardiogram and fluoroscopy. Another xt clip was placed adjacent to this clip, and the mr was reduced to grade 1-2. Procedural success was achieved. There were no adverse patient effects or clinically significant delay.